Event description:
Received information stating a pigtail separated from the cartridge. No patient harm reported.

Manufacturer narrative:
T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).